Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The hypoglycemia followed a period of hyperglycemia, with cgm glucose above range for approximately 5 hours and > 400 mg/dl for approximately 3 hours of that time. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. Device data shows the user had a pattern of prolonged hyperglycemia at this time of day and had only announced 3 meals since starting the ilet on (B)(6) 2024. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was caused by correction insulin delivered in response to the prolonged hyperglycemia that was likely caused by a missed meal announcement. Failure to announce meals or respond to hyperglycemia promptly according to device training can increase the risk of hypoglycemia.

Event description:
On (B)(6) 2024 an ilet user's husband reported the user experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on (B)(6) 2024. On (B)(6) 2024 the user's bg dropped to 39 mg/dl and the husband administered glucagon when the user was unresponsive. Paramedics arrived shortly after to administer an additional glucagon shot. The user's blood glucose was restored to 130 mg/dl. Paramedics left after the user's blood glucose reached 140 mg/dl. Immediate health effects included unresponsiveness, shakiness, and shivering. The user began the ilet on (B)(6) 2024 and has experienced frequent hypoglycemic events (5-6 times daily). The user has not been tracking carbs and has been using sugar water to correct lows, leading to inconsistent glucose control. The user has elected to discontinue use of the ilet.